Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11-19-2018, that on a (B)(6) 2018, a low transmitter battery alert occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. A review of the downloaded share log confirmed the reported event of a low transmitter battery alert. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.